Manufacturer narrative:
Siemens healthcare diagnostics, inc. Has received customer complaints regarding failed calibrations and increased imprecision of quality control and patient samples when using advia chemistry lipase reagent lot 485700. Preliminary investigation has indicated that not all cartons within this reagent lot are impacted. An urgent medical device recall (umdr) chc 20-03.a.us was sent to us customers and an urgent field safety notice (ufsn) chc 20-03.a.ous was sent to ous customers in december 2019. The umdr and ufsn advise customers of the investigation with the advia chemistry lipase reagent lot 485700 and provide instructions to help determine if the lipase reagent cartons in their inventory are impacted. If the cartons in the customers inventory are not impacted, the customers are instructed to proceed to using the cartons according to the instructions for use. If the cartons in the customers inventory are impacted, the customers are instructed to discard the impacted cartons and can request replacement. The next reagent lot is expected to be available by february 2020. If replacement kits are not available, customers are instructed to test patient samples using an alternate methodology.

Event description:
The customer obtained imprecise lipase (lip) patient and quality control (qc) results while using advia chemistry xpt. The initial patient result was not reported to the physician(s). The sample was repeated using the same advia chemistry xpt but the repeat result was not reported to the physician(s). The customer did not consider a correct lip result for the sample tested. Lip testing was discontinued at the customer site. There are no known reports of patient intervention or adverse health consequences due to the discordant lip results.

Event description:
The customer obtained imprecise lipase (lip) patient and quality control (qc) results while using advia 1800 chemistry. The initial results were not reported to the physician(s). The samples were repeated using the same advia 1800 chemistry but were not reported to the physician(s). The customer did not accept either results as correct. Lip testing was discontinued at the customer site. There are no known reports of patient intervention or adverse health consequences due to the discordant lip results.

Manufacturer narrative:
The initial MDR 2432235-2020-00005 was filed on 7-jan-2020. Correction ((B)(6) 2020): the instrument used by the customer for lipase (lip) testing is advia 1800 chemistry system. The instrument used is not advia chemistry xpt system. Corrected information from (B)(6) 2020 is added sections b5, b6, d2, d4, and h10.